Manufacturer narrative:
Date sent to the FDA: 9/2/2024. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 9/17/2009. (B)(4) submitted for adverse event which occurred on 1/7/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent repair of recurrent umbilical hernia on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent revision of mesh and repair of recurrent incisional hernia on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent repair of multiple recurrent incisional hernias x2 on (B)(6) 2020 during which surgeon noted adhesions noted at the previous mesh, there was a superior recurrent incisional hernia lateral to the mesh. Below umbilicus there as a second recurrent hernia in this area where the mesh had been pulled up into the new hernia site. There was intestine incarcerated in the second hernia. It was reported that the patient experienced an unknown adverse event. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 9/16/2024 additional information: d4 (expiration, primary UDI #), h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.